Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - cpla-0001887683 ¿ aviva meter - system 1 - serial number - unknown. Cpla-0001888716 ¿ aviva meter - system 2 - serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 515 mg/dl and 222 mg/dl on aviva system (system 1) and 155 mg/dl on aviva system (system 2). The same vial and lot of the test strips were used on both meters. No adverse event reported. Customer discarded the test strip vial; no product will be returned.